Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared around the time issue began, but problem resolved before contact with support. There was no reported impact to the customer¿s blood glucose level. Customer changed charging supplies using same type of wall adapter and charging cable, after which pump began charging normally and no further assistance was required.